Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate pacemaker mediated tachycardia due to the device sensing pvc and paced on top of a t-wave. No action was performed. The patient was doing well afterwards and will be followed-up with.